Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips regarding repair of their defibrillator that showed a "device error/service required" message. There was no report of pt involvement.